Manufacturer narrative:
The investigation for the reported purge leak, sterile sheath damage issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the purge leak was not determined as the cassette was not returned for analysis. However, clinical details provided were sufficient to determine a root cause. The root cause of the sterile sheath damage was most likely use related. The patient death was determined to be unrelated to the use of impella as the cause of death was determined to be multiple organ damage. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a purge leak, and the purge cassette was replaced. Bleeding, including hematoma was also noted and a transfusion was required. The physician also reported causing damage to the sleeve of the pump. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.